Event description:
Boston scientific received information that, during a device change out procedure, the pace/sense channel of this right ventricular (rv) lead was surgically abandoned. The physician believed the lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.